Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the device was damaged, and the neuro tip was bent/damaged. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was bent/damaged, and the bearing was damaged. It was further determined that the device failed pretest for visual assessment, and cutter insertion assessment. It was noted in the service order that the burr device was not assembled properly due to a bearing malfunction. It was further noted that the device has a connection error. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.